Manufacturer narrative:
Product complaint # pc-(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads worn out on the offset cup inserter and also plastic handle has a piece that has broken off. The orange 36mm impactor tip broke into two pieces. On the other black cup inserter, black piece broke off of handle. No broken instrumentation was left in the patient.

Manufacturer narrative:
Investigation summary: examination of the device confirmed the failure mode, the device had broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.